Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock, due to this right ventricular (rv) lead with oversensing of noise, increasing shock impedance out of range (greater than 200 ohms). The physician suspects a lead fracture. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock, due to this right ventricular (rv) lead with oversensing of noise, increasing shock impedance out of range (greater than 200 ohms). The physician suspects a lead fracture. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to field h6: impact codes.